Event description:
On (B)(6) 2012 the patient contacted animas for an unrelated issue, and when reviewing the pump history he stated that his breakfast and lunch boluses that he had delivered that day were not in the pump history. There is no further information available at this time. The complaint is being reported because the alleged history issue remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a 10 unit normal bolus and a 10 unit audio bolus were performed and the pump recorded them appropriately in the pump history.